Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the device was returned, analyzed and no anomalies were found. Concomitant product: 6944-65 implantable tachy lead, implanted: (B)(6) 2009.